Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2014-00032: 70-0315 plate; 3025141-2014-00033: screw 1; 3025141-2014-00034: screw 2; 3025141-2014-00036: screw 4; 3025141-2014-00037: screw 5; 3025141-2014-00038: screw 6; 3025141-2014-00039: screw 7; 3025141-2014-00040: screw 8; 3025141-2014-00041: screw 9; 3025141-2014-00042: screw 10; 3025141-2014-00043: screw 11; 3025141-2014-00044: screw 12; 3025141-2014-00045: screw 13.

Event description:
An olecranon plate was implanted on (B)(6) 2013. On (B)(6) 2014, the patient reported pain to the doctor. The plate was broken at the level of the non union and was explanted, along with 13 screws, on (B)(6) 2014.